Event description:
Additional information was received via email on 8-nov-2022. The event occurred while the emergency room was setting up.. No patient involvement. No reported adverse effects.

Manufacturer narrative:
Additional information was received via email on 8-nov-2022. (B5).

Event description:
It was reported that the rapid infusers is alarming all the time. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with old clear float switch with cracks in it, three fuses on the pcb that aren't the original fuses but are correct rating, device was out of calibration, dual thermistor in top socket was not seated down far enough into the correct position. The air pressure was over the threshold. Also a loose screw was rattling around in the air detector housing. The customer stated problem was not duplicated. Ran device for 2 hours, no alarms sounded. Unable to determine what causes the reported problem because could not replicate reported issue. Corrected the position of the top socket thermistor, replaced the old cracked float switch, removed loose screw from air detector housing (it was an extra screw) and performed a full calibration and functional test. Corrected the air pressure during calibration to proper setting. Ran testing of the device for 2 hours to see if could replicate reported issue, performed functional tests and none of the alarms sounded. Serviced the device and replaced the above parts for preventative maintenance. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).